Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following was reported. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient "had air conditioning running while he was hooking up" to perform pd therapy. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Cause of peritonitis was "air conditioning running while he was hooking up." Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. On an unreported date, the patient recovered from peritonitis. The nurse stated the peritonitis was unrelated to the pd solutions. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. On an unreported date the patient was treated with vancomycin intraperitoneally (ip) for peritonitis. The pdrn confirmed the cause of peritonitis was the "air conditioning on while hooking up" and performing therapy in an unclean environment. On an unreported date, a pdrn conducted a home visit with the patient and retrained the patient on aseptic technique/ performing peritoneal dialysis (pd) therapy in a clean environment. The pdrn stated the peritonitis was not related to any baxter disposables.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient described as air conditioning running while he was hooking up. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.